Event description:
During an in-clinic follow-up, noise that resulted in oversensing was observed on the right ventricular (rv) lead. The suspected cause of the event is due to a lead fracture, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.